Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. Patient (pt) said that every (B)(6) she feels "static electricity shocks" in locations where they shouldn't be. Pt said that when this happens her rep saves her settings, deletes them and then reprograms them back on her ins and that fixes the issue. Pt said that it is like her scs gets scrambled and then she has to have it reset. Pt said that she has worked with 4 reps who have helped her with this situation. Patient reported she recently experienced this again. Patient reported the her scs is for her right leg pain that is caused by a tumor in her back. Pt mentioned that she is having open heart surgery in 2 months. On 2020-sep-24 nni. On 2020-10-12 (B)(4) (con): additional information was received. It was reported the patient would not like to be contacted anymore about the static shocks. The patient had not met with their manufacturer representative as they did not feel comfortable leaving the house during covid-19 for any reprogramming.